Event description:
During remote follow up, under-sensing resulting in false pause episodes were observed on the device. Loss of tissue contact was suspected. No intervention has been performed. The patient was stable and will continue to be monitored.